Event description:
Procedure type: lap appendectomy. According to the rptr: when the instrument was introduced into the versaport, the versaport split at the end. The surgeon removed the split device and replaced it with a new one. There was no report of unanticipated blood/tissue loss, or extended operating room time. No pt injury was reported.

Manufacturer narrative:
(B)(4).